Event description:
Collagen injections which resulted in formation of hard cyst like formations which become inflamed on and off requiring steroid injections (for lack of anything else per md) and antibiotic therapy. Has lasted for 28 mos so far.